Event description:
It was reported that during bronchoscopy via endotracheal tube under adequate sedation, the video system center suddenly failed to display images. At this time, the patient's oxygen saturation began to be unstable that increased the risk to the patient. The patient's oxygen saturation could not be maintained. A non-invasive ventilator was used to stabilize the patient. Further follow-up response is currently pending for additional information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.